Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's parent reported that the patient had skin reaction where the skin underneath the adhesive tape starts to harden (describes the area as itchy and bleeds when the sensor was removed). The patient also had redness, pain and hives. The skin reaction went past the entire adhesive patch. The parent visited their diabetic doctor, and a barrier tape was recommended to put on the skin to prevent contact with the sensor adhesive. No test has been done to check if patient has any auto-immune disease. No other medication has been prescribed to the patient. As of date, the parent said that they stopped using the barrier tape. The parent said there was residual scarring in the area where the sensor had been inserted. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.